Manufacturer narrative:
As reported, while attempting to advance a 5f mynx control vascular closure device (vcd) through an unknown sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split. As a result, it became difficult to fully insert the device. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5fr non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. There was no vessel tortuosity or presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The device was removed from the packaging as per the IFU, and no excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that both button 1 and button 2 were not depressed. The stopcock was open, and no syringe was returned for evaluation. The sealant was partially exposed but remained mounted on the delivery shaft. The sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned with the device. The balloon was deflated, the core wire was present, and the atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and measured within the defined specification. The measurement was obtained using a calibrated ruler. However, the slit length dimensional analysis could not be performed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test was performed to evaluate device functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After aligning the tension indicator by pulling distally, button 1 and button 2 were depressed in the instructed sequence without issue. A high-magnification microscopic evaluation was performed on the sealant and sealant sleeves. This analysis confirmed partial sealant exposure and the frayed/split/torn condition of the sealant sleeves, consistent with the findings observed during visual inspection. Verification of sheath compatibility per the device IFU could not be completed, as the csi was not returned. Furthermore, the insertion/withdrawal test using a laboratory sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while attempting to advance a 5f mynx control vascular closure device (vcd) through an unknown sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split. As a result, it became difficult to fully insert the device. The device was stored and prepared according to the instructions for use. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5fr non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. There was no vessel tortuosity or presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The device was removed from the packaging as per the instructions for use, and no excess force was applied during insertion. The device will be returned for analysis. Addendum: on product evaluation, the sealant was found partially exposed.